Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the patients email to customer care (cc) and additional information obtained during a follow-up call with the patient. The patient stated that the alleged inaccuracy issue began approximately a week prior the email to lfs. The patient claimed that she obtained a fasting blood glucose reading of 240 mg/dl and 350 mg/dl postprandial on the subject meter. The patient manages her diabetes with lantus insulin (11 units once a day in the morning) and stated that she increased her insulin usage from 11 units to 18 units 2 to 3 times a week in response to the alleged issue. The patient does not recall the exact date and time of the insulin increase. In the afternoon of (B)(6) 2021, the patient started to feel dizziness and unwell after the alleged issue occurred. During a follow-up call, the patient confirmed that along with dizziness, she also developed the symptom of sweating. The patient advised that she treated herself with a glucose drink and indicated that she felt better after some time. The patient informed that she bought another pack of onetouch ultra test strips with the same lot number and performed tests with these new test strips on (B)(6) 2021. She obtained a fasting blood glucose reading of 83 mg/dl and in the afternoon her reading was 50 mg/dl with the subject meter. The patient specified that she had the symptoms due to the increased dosage of insulin during the week. The cca established that the unit of measure was set correctly on the subject meter. The cca established that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. The patient refused a replacement meter as he is convinced the issue lies with the test strips. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.